Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (45 mg/dl). Customer declined troubleshooting, and stated the pump's basal rate is set too high.